Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 507652 ra lead, 694765 rv lead, implanted (B)(6) 2002. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a high superior vena cava (svc) coil impedance and t-wave oversensing (twos). It was also noted that the left ventricular (lv) lead had high thresholds. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.